Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
An ophthalmic surgeon reported that the intraocular pressure was increasing during a vitreous procedure with eyeball oppression; it was indicated to be above 100 millimeters of mercury on the console. The procedure was completed and there was no harm to the patient. Additional information and product sample have been requested.

Manufacturer narrative:
The cassette lot complaint history was reviewed, this is the fourth complaint for the finish goods lot; however, the first for this issue. The device history record (DHR) shows the product was released per specifications. The returned sample was visually inspected and surgical residue was found in fluid flow path of the infusion cannula. A console representing the current software version was used to test the sample. The ball in the check valve of the drip chamber moved freely per specification. The sample could prime and pass iop calibration successfully. No anomalies were observed during priming. The infusion pressure, irrigation, and aspiration rate were all measured at multiple setpoints throughout the console range and met specifications. Toggling the infusion and the fluid/air exchange (f/ax) modes, fluid and air flowed from the cassette to the infusion line continuously without any bubble in various settings in all sub modes. No message code appeared on the screen. No leakage was detected from the pump elastomer or on the pump area of the fluidics module. Cleaning process was able to be performed after functional test had completed. The system was examined and the reported event was not replicated. The system was tested and found to meet product specifications. The company representative believes that the cause of the reported event can be attributed to the cassette. The system was manufactured on february 11, 2013. Based on quality analyst assessment, the product met specifications at the time of release. The system operator¿s manual notes the system is a closed loop system that adjusts iop. The intraocular pressure (iop) control cannot replace the standard of care in judging iop intraoperatively. The surgeon must continue the common practice of informally judging the following: finger palpation on the globe, tactile feedback of the surgical instruments, retinal vessel perfusion/pulsations, and presence of corneal edema. If the surgeon believes the iop is not responding to the system settings and is dangerously high, the surgeon can do one or more of the following as they deem appropriate in this situation (with care to avoid sudden hypotony): close the infusion stopcock, pinch the infusion line, and/or remove the infusion line. The affiliate stated that the product was not reprocessed or reused; however, it has been found in lab testing that excessive use of any single-use product may contribute to functional breakdown. The directions for use (dfu) states that products are validated for single-use only and should not be reprocessed or reused. The root cause of the customer's complaint could not be established; the returned sample and the console met specifications. Quality assurance will continue to monitor customer complaints via the complaint review meetings, and will take action for any future occurrences as is deemed necessary. (B)(4).